Manufacturer narrative:
The device (referenced in this report) was not returned to olympus terumo biomaterials corp. For evaluation. The device history record was reviewed, and no irregularities were noted. The expiration date is displayed on the product package. This report is being submitted as a medical device report is an abundance of caution.

Event description:
A dentist treated a patient by using this product (dental material). During the surgery, however, the dentist mistakenly implanted a product piece whose expiration date had already expired about 2 years before. There was no report of patient injury.